Event description:
While attempting to position the attached head clamp into the stationary table attachment, the head clamp slipped out of position causing a 2-inch laceration on the pt's right temporal area. Area was sutured.